Manufacturer narrative:
E1 initial reporter city: (B)(6). D4 lot number, d4 expiration date, and h4 device manufacture date: corrected. The device was returned for analysis. Visual inspection revealed the retainer clip was separated from the hub and not returned for analysis. No other visual issues or detachments were observed. The inner wall hub measured within specification.

Event description:
It was reported that catheter break occurred. While an opticross imaging catheter was being flushed during preparation, it was noted that the catheter was broken and separated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that catheter break occurred. While an opticross imaging catheter was being flushed during preparation, it was noted that the catheter was broken and separated. The procedure was completed with a different device. No patient complications were reported.